Manufacturer narrative:
No patient contact reported. Device evaluation: the preloaded delivery system was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling but prior to insertion, the cartridge's tip of a preloaded delivery system was noted cracked. There was no patient contact and no patient injury was reported. It was indicated that the device will not be returned. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 12/07/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed a crack at the cartridge's tube that extended to a portion of the cartridge's tip. The intraocular lens (iol) was observed stuck at the cartridge's tube and tip. The customer's reported complaint was verified. All pertinent information available to abbott medical optics has been submitted.